Event description:
Patient reported implant exchange with no complaint against the device. Physician later confirmed no complaint against the device. Patient reported "left side feels like its losing fluid and leaking " and diagnosed with auto immune disorder. This record is for the left side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as surgical damage. ¿ insufficient information: event is not applicable for analysis. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.